Event description:
It was reported that atrial (ra) and right ventricular (rv) leads had lead impedances greater than 3000 ohms with noise followed by shocks. The device was delivering inappropriate therapy with no pacing outputs. The ra and rv leads remain in use. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that atrial (ra) and right ventricular (rv) leads had lead impedances greater than 3000 ohms with noise followed by shocks. The device was delivering inappropriate therapy with no pacing outputs. The ra and rv leads remain in use. The device was removed and replaced. No patient complications have been reported as a result of this event. It was reported that ra and rv leads had lead impedances greater than 3000ohms with noise followed by shocks. The device was delivering inappropriate therapy with no pacing outputs. The ra and rv leads remain in use. The device was removed and replaced. No patient complications have been reported as a result of this event. (B)(6) 2010 edited: it was reported that the patient presented to the emergency room with inappropriate shocks. The device had no pacing output, and interrogation revealed that both atrial and ventricular lead impedances were greater than 3000 ohms with noise. The device was explanted and replaced. It was noted that just prior to, and following the replacement procedure, lead impedances were normal. It was suspected that the high impedance readings were due to an issue with the device header.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.